Manufacturer narrative:
H3: product analysis: evaluation could not be performed because of attachment and tool both are not locking. It was also noted that cosmetic condition of product is not okay, components corroded, hi-pot test failed, depth test failed, connector is dented, cable has nicks and kinks. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of overheating and difficulty with assembly. It was reported there was no patient involvement.